Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned to the manufacturer for evaluation. Therefore, the investigation is inconclusive for the reported balloon rupture. The definitive root cause for the reported balloon rupture could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates the model u85064 ultraverse 018 catheter allegedly experienced material rupture . The report was received from a single source. This malfunction involved patient with no known impact to the patient. The patient's age, gender and weight was not provided.